Event description:
As reported, a flexor introducer sheath tore during removal from a patient. Additional event and patient outcome information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, a flexor introducer sheath tore during removal from a patient. The device unraveled and partially separated upon removal. The physician slowly pulled the device from the patient, removing it completely. No part of the device remained in the patient. Investigation - evaluation : a document-based investigation was performed including a review of complaint history, manufacturing instructions, instructions for use (IFU), and quality control data. A visual inspection was also completed based on a photo of the device. The complaint device was not returned; therefore, no physical examinations could be performed. However, the customer did provide photos. The visual examination of the photos confirms that sheath unraveled. In response to this complaint, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A global shipment search for all devices the reporting customer has bought in the past 3 years was performed but could not definitively determine the lot number of the complaint device. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ precautions ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ sheath removal ¿remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ ¿remove the wire guide.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that a cause for this event could not be established. A CAPA has been previously opened to further investigate this failure mode and is ongoing. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information and photos were received 13apr2022. The device unraveled and partially separated upon removal. The physician slowly pulled the device from the patient, removing it completely. No part of the device remained in the patient.